Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that he was hospitalized on (B)(6) 2019 due to diabetic ketoacidosis and high blood glucose level. The customer's blood glucose level was 807 mg/dl at the time of the incident. The customer was assisted in troubleshooting. The customer was not alleging that the insulin pump was under delivering. The customer was treated with intravenous insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08785 inches.(B)(4).